Event description:
Cartridge alarms were reported, requiring the customer to reset the pump and change the cartridge and site. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.